Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and was unable to duplicate the error. However, the trace file indicated error code as 129, no wash water, the customer ran a volume verification which passed all parameters. Fse inspected the instrument and found no problems with instrument's accessories, but found a tip clamp dirty. Performed a collet cleaning, ran splld check, primary and reagent racks, passed all parameters. The instrument was tested without further problem and was returned to expected operation.